Event description:
Donor complaint of swelling and pain at venipuncture site during a routine blood donation. Donor sought medical attention. No results from the consultation were given. Event date shown as 1992.